Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had sensor error, calibration error and damage. Customer's blood glucose at time of incident was unknown. Customer was advised to change sensor. Customer was getting a quite a few sensor errors during warm up and when it was time to calibrate after warm up, he got calibration error. Customer was explained the alarm and possible causes. Customer was advised to monitor pump.